Event description:
The green portion of the suction swab had to be extracted during an egd procedure as it was obstructing the nasogastric tube placement. The foreign body was broken off from the stick.